Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for chronic low back pain. It was reported that the patient wanted the ins explanted, the lead and extensions were not removed. Patient had not used the stimulator system for several years because it did not help with hip pain. The issue was resolved at the time of this event. Patient is alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v047365, product type: lead. Product ID: 37082-40, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient and healthcare provider agreed that the lead would remain inside the patient. The healthcare provider confirmed this information. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.